Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# n4m1601y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure using the endogia ultra univ xl stapler, there were difficulties retracting the knife blade. The jaws of the reload locked on the tissue during the sixth and final firing. After some time, by straightening the reload, wriggling, and using force, the jaws opened, and the knife retracted. The staple line was reinforced with a second adjacent firing.